Event description:
The patient came in reporting pain. Upon exploration, the surgeon observed poor cup placement. About 3 years and 2 months after the primary surgery, the surgeon revised the cup, liner and head. Cup was well fixed, it was probably malpositioned during primary, but this cannot be confirmed. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 2 october 2024: lot 2009457: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-feb-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain. Upon exploration, the surgeon observed poor cup placement. About 3 years and 2 months after the primary surgery, the surgeon revised the cup and liner with competitor components and head with medacta head. Cup was well fixed, it was probably malpositioned during primary, but this cannot be confirmed. The surgery was completed successfully. On (B)(6) 2024, the patient was revised again due to competitor's cup malpositioning (malpositioned cup causing impingement on the trunnion), and the medacta head was revised as per standard procedure.

Manufacturer narrative:
On (B)(6) 2024 fwe have received the date of birth of the patient. On (B)(6) 2024, it was confirmed also that the cup implanted during the first revision was from competitor and that the patient was revised again on (B)(6) 2024 due to competitor cup impingement. Details added in the follow-up: patient date of birth: (B)(6) 1962. Event description.